Manufacturer narrative:
The device br 16 004 was inspected for investigation purposes. The tests performed confirmed that the device was working as intended. The device robot arm was manually moved by user, this requires experience to create smooth motions. The internal complaint reference is the following: (B)(4).

Event description:
It was reported that during a surgery, the device robot arm was moving with jerking motions and stopping. A surgical delay of less than 30 minutes was reported.